Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 31323095m and no internal actions related to the complaint was found during the review. If the product is received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation procedure with a thermocool smarttouch catheter and the patient experienced a cardiac tamponade that required cardiac surgery. During a paroxysmal af ablation, the patient suffered a cardiac tamponade. The procedure was stopped and not successfully completed. The patient needed cardiac surgery. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.